Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient when they woke up in the morning the cgm was alerting that their bg was 80 mg/dl but the patient did not feel low. They checked their finger stick and their bg was reading 175 mg/dl and decided to drink grape juice, despite the reading on the bg meter. The patient spent most of the day dosing off of the dexcom system and when his wife came home, she stated the patient looked really out of it and he was drenched in sweat. She took his blood sugar reading and the meter was displaying 166mg/dl and took the patient to the hospital. She indicated that she believed the patient had a low before her coming home and he was recovering when she got there. When the patient arrived at the hospital, they checked his blood sugar and the patient was okay. At the time of contact, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.